Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-015128. The pt received his scs system for an off-label indication on (B)(6) 2011 with two percutaneous leads (from the same lot). It was reported that the pt's system was explanted due to (B)(6) infection. The infection was located near the supraorbital region at the stimulation tip of the lead. The pt's infection was resolved by using oral antibiotics. The pt is planning on receiving a new system. No further info is available at this time.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.